Event description:
Uf/dist# 50005400002004-006. It was reported that during a coronary drug eluting stenting treatment procedure, deflation issues occurred. The de novo lesion being treated was located in the somewhat tortuous, non calcified, 95% stenosed proximal right coronary artery (rca). The lesion was pre-dilated. The physician implanted the taxus express2 8.8% 3.5 x 32 mm drug eluting stent. The balloon was inflated to 10-12 atm for 45 seconds. The balloon would not deflate sufficiently to remove it from the stent. The physician kept the inflation device on negative but there was no flow past the balloon. The physician pulled negative, inflated and deflated again and eventually pulled and the balloon detached from the stent. The balloon was removed intact but still stuck outside of the guide and sheath. The balloon was deflated when removed. The artery was occluded for approx 5 minutes before the balloon was removed. The physician noted great effort to remove the guide, wire sheath and balloon. The procedure was completed successfully with the vessel patent and the pt stable. No pt injuries or complications were reported.